Manufacturer narrative:
Complaint allegation was confirmed. Visual evaluation revealed damaged to the neoprene sleeve (collapsed). No other damaged was observed. During device functioning, the ar-6410 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on the device starts working as intended, but once the device is clamp and release an audible alarm was triggered for pressure failure. Device was also tested for leaks at the connection port, and no leaks were observed. Among the most common causes for this type of occurrence are unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6410 pump tubing had an issue during an arthroscopic meniscal repair. The pressure of the pump did not decrease during the operation and swelling occurred in the patient's leg. The swelling of the leg healed after the operation, and no abnormality was found on the postoperative x-ray. It has been reported that the membrane of the product was crushed after the operation. After the leg swelling had recovered, the pump was changed and surgery was resumed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.